Event description:
It was reported that 14 days after implant patient was scheduled to reposition the right atrial (ra) lead due to tamponade. Fluoroscopy did confirm the lead was in a lateral position. During the procedure the lead helix mechanism would not extend. The ra lead was replaced with new lead in a more septal orientation position. Testing was not completed after the procedure due to patient being in atrial flutter. No additional adverse patient effects were reported. Additional information: the lead was returned and analyzed at out post market quality assurance laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that 14 days after implant patient was scheduled to reposition the right atrial (ra) lead due to tamponade. Fluoroscopy did confirm the lead was in a lateral position. During the procedure the lead helix mechanism would not extend. The ra lead was replaced with new lead in a more septal orientation position. Testing was not completed after the procedure due to patient being in atrial flutter. No additional adverse patient effects were reported.